Event description:
It was reported that the bed had broken casters, which was noticed during patient transfer. This may have caused reduced brake force. No patient was injured and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results. Parts sent to customer who confirmed repairs were made.

Event description:
It was reported that the bed had reduced brake force due to broken casters. Noticed during patient transfer; however, no patient was injured and no adverse consequence or clinically relevant delay in treatment was reported.